Event description:
It was learned through implant patient registry and medical records that a 27mm 11400m in the mitral position was explanted on pod #8 due to an occluded proximal circumflex artery. The device was replaced with a 33mm non-edwards valve. Per medical records, the lvef preoperatively 40%. The patient underwent explant of a 26mm 4450 annuloplasty ring and mvr with a 27mm 11400m valve due to severe regurgitation and mild stenosis. The patient was coagulopathic and anemic requiring blood and cryo post implant. The lvef post operatively 40%, a normal gradient across the new bioprosthesis, the bioprosthesis was competent. The patient tolerated the procedure well once stable was transferred to pediatric cardiac ICU. The patient was transferred to step down unit on pod #3. The patient was in hfref and severe rv dysfunction. On pod #5 the patient had a rue us and echo, the us showed a non-occlusive dvt and right radial thrombus, the echo showed ef 27%, with severe rv dysfunction. A cardiac CT and cath showed an occluded proximal circumflex coronary artery. It is noted the proximal circumflex obstruction caused by the mv bioprosthesis was unable to be ballooned or stented. The patient underwent redo mvr with a non-edwards 33mm valve and CABG x1 to the circumflex artery on pod #8. The post op tee revealed slightly improved function from ef 15% to 30%. The patient tolerated the procedure well and was transferred to ICU. The patient was discharged on pod #20.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Root cause analysis: the subject device was not returned for evaluation. Medical records were, however, provided for review, confirming the reported the proximal circumflex artery occlusion. A complaint history review was performed, however, the root cause remains inconclusive. Refer to complaint history review attachment. Per instructions for use, coronary artery (circumflex) injury is an adverse event potentially associated with the use of valves and the surgical procedure. Warnings and cautions include: warning: avoid oversizing the bioprosthesis. Oversizing may cause bioprosthesis damage or localized mechanical stresses, which may in turn injure the heart or result in leaflet tissue failure, stent distortion and regurgitation. And caution: when choosing a valve for a given patient, the size, age, and physical condition of the patient in relation to the size of the valve must betaken into consideration to minimize the possibility of obtaining a suboptimal hemodynamic result. The size selection of a valve, however, must ultimately be made by the physician on an individual basis after carefully weighing all of the risks and benefits to the patient. Injury to epicardial coronary arteries following mitral valve replacement surgery, although rare, is a recognized complication due to the proximity of some arteries to the mitral annulus. If unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. It is typically the result of a procedural technical error during valve implant or the use of an oversized prosthetic valve. When choosing a valve for a given patient, the size, age, and physical condition of the patient in relation to the size of the valve must be taken into consideration to minimize the possibility of obtaining a suboptimal hemodynamic result. Based on the limited information available within the medical records, the complaint is confirmed. For this case a definitive root cause cannot be conclusively determined, however patient and/or procedural factors likely contributed. An edwards defect has not been confirmed.

Event description:
It was learned through implant patient registry and medical records that a 27mm 11400m in the mitral position was explanted on pod #8 due to unknown reason. The replacement valve is unknown. Per medical records the patient underwent mvr. On pod #5 an echo showed ef 27%, rv dysfunction a cardiac CT and cath showed an occluded proximal circumflex coronary artery. The proximal circumflex was unable to be ballooned or stented. The patient underwent redo mvr and CABG on pod #8. The patient tolerated the procedure well and was transferred to ICU. The patient was discharged on pod #20. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.